Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings), e1 (event site phone number).

Event description:
N/a.

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had automatic filling error during fsca procedure. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Updated fields b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. Corrected field e1 (event site name). A getinge field service engineer (fse) reported that the hospital did not accept the offer. Therefore, the order has been cancelled. The customer was sent a quote for repairs, and they refused. Should repairs be made in the future, the complaint will be reopened.

Event description:
N/a.